Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) - a DHR review, and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back included vial, 3 spray tips, 1 clear syringe attached to cap holder, 1 blue syringe, 1 syringe holder, 1 y-connector, and 1 blue cap. The three spray tips, y-connector, and syringe holder were visually inspected and were without signs of damage or use; all of them were observed stained with blue color. The vial was observed with the spike depressed, and no red line was visible. The peg was observed in powder condition with movement inside of the vial. The blue syringe was observed empty without solution inside, and no damages were observed in the tip nor in the barrel. The clear syringe was observed empty without solution inside and attached to the syringe cap holder. No damages were observed in the tip nor in the barrel. As part of the evaluation, water was placed in the blue syringe and then connected to the bioset, the water could be injected inside of the vial and withdrawn to the blue syringe without leaks or issues to return to the syringe. The reported failure mode could not be confirmed since the assembly worked as expected. Root cause - the product received was tested and the failure mode reported was not confirmed; therefore, the root cause of the reported failure is undetermined. Per the dfmea, potential causes of failure include ¿issues with performance.¿ the risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during tumor dura surgery with duraseal dural sealant system (202050), the blue liquid leaks from the upper side edge of the diluent syringe. Additional information was received indicating that the product was in contact with the patient.